Event description:
It was reported by the sales rep stating that his customers control module is extermely loud and the front bezel is separating from the unit. They also noticed that there was an occassional grinding noise coming from the back of the unit internally. There was no patient consequence reported, the case was completed using the control module. Control module being sent back for repair.